Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional later reported right side "tight" and reason for removal due to capsular contracture, baker grade IV.

Event description:
Healthcare professional reported capsular contracture, baker grade unknown, and exchange of textured devices due to patient's concern with product. Device has been explanted. This represents the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported, capsular contracture, baker grade unknown. And exchange of textured devices, due to patient's concern with product. Device has been explanted. This represents the right side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, opening. A microscopic analysis was performed which identify a striated edge opening. Based on the device analysis the final assessment is: a striated edge opening on radius side assessed as surgical damage.

Event description:
Healthcare professional reported capsular contracture, baker grade IV, and exchange of textured devices due to patient's concern with product. Device has been explanted. This represents the right side.